Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for escherichia coli and pseudomonas aeruginosa. The number of microbes was unknown. In addition to the subject device, the facility reported that three other endoscopes of the same model (gif-h290z) tested positive for the same microbes. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-3(not available in the USA) with peracetic acid after manually cleaning. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Followings were detected in the evaluation. There were some scratches inside the biopsy channel. The adhesive of the bending section rubber was chipped. There was a play in the movement of the angulation control knob. The angulation range narrowed. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplement report is being submitted to correct ¿describe event or problem¿ in the initial medical device report (MDR) and withdraw this MDR because omsc confirmed that the event was not reportable as MDR. On (B)(6), omsc confirmed that the surveillance culturing test at the user facility for the subject device indicated no microbial growth.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".